Manufacturer narrative:
The implant date and lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure involving an artificial urinary sphincter (aus) device due to prior erosion. During the surgery, a new aus device was implanted. There were no patient complications.